Event description:
Customer reported an issue with the a5 anesthesia delivery system which may have effected anesthesia delivery. No pt injury was reported.

Manufacturer narrative:
The device was evaluated. Corrections included replacing ventilator control board. Completed all calibrations, functional and safety tests.